Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: a 2000e-04 sample was not available for investigation; furthermore, the lot number of the complaint sample was reported as unknown. The feedback provided by the customer suggests a complete occlusion was detected during use of the smartsite device. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note, previous complaints for occlusions and flow restrictions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that 10 bd smartsite¿ needle-free connectors were blocked and wouldn't withdraw blood during use. The following information was provided by the initial reporter: "we have come across several that will not allow blood to be withdrawn through them. The need to withdraw blood is a pivotal necessity in our practice to check patency and viability of our ivc sites."

Manufacturer narrative:
H6: investigation summary a 2000e-04 sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22045540. The feedback provided by the customer suggests a complete occlusion was detected during use of the smartsite device. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22045540 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that 10 bd smartsite¿ needle-free connectors were blocked and wouldn't withdraw blood during use. The following information was provided by the initial reporter: "we have come across several that will not allow blood to be withdrawn through them. The need to withdraw blood is a pivotal necessity in our practice to check patency and viability of our ivc sites."